Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) began emitting tones, and upon interrogation, the device was found at end of life (eol). The device was programmed to high outputs. It was explanted and will be returned for analysis.